Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the force bipolar instrument had a dislodged sheath. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have the main tube broken. A piece measuring proximately 0.197¿ x 0.284¿ was broken but still attached to the instrument. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. A visual inspection found all internal cables to be still intact and no material was found missing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.